Event description:
It was reported that the patient was experiencing overall chest pain following implant of the right atrial (ra) lead and right ventricular (rv) leads. Two days after implant, the leads were explanted and replaced. A new anatomical location was chosen. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. An analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.